Event description:
Complainant alleged that during biomed testing the device powered up without display. Complainant indicated that there was no patient involvement in the reported malfunciton.

Manufacturer narrative:
Zoll medical corp has not rec'd the prod and this complaint is still under investigation.